Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no allegation of harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer performed visual inspected the device. Inspection showed external damage to the dc input power connector, the power supply's output connector, water corrosion damage to the connectors and minor thermal damage to the dc output plug resulting from internal/external water/liquid ingress, carbonate deposits and corrosion. The manufacturer opened the device to check for any contamination/black particles within the flow paths. There are signs of heavy black organic contaminates within the pollen filter and ultra fine filter within the device. The device powered on and provided therapy. The error log of the device was downloaded, reviewed and 8 errors were logged. The device was tested and the manufacturer confirmed the device operates as designed. There was no evidence of foam degradation..

Manufacturer narrative:
The manufacturer previously reported incorrect information in section b5 as receiving information alleging an issue related to a CPAP device's sound abatement foam. There was no allegation of harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058. B5 should have been reported as: a CPAP was returned for service due to an allegation of sparking/smoking. There was no patient harm or injury reported.during the evaluation at the manufacturer's product investigation laboratory (pil), it was observed the pollen filter and ultra-fine filter were very heavily contaminated with dust and what appears to be a black organic contaminant. The pil performed an internal inspection of the dreamstation finding more evidence of liquid/water ingress, carbonate deposits, and corrosion. Pil found evidence of liquid in the blower motor/box and on the inside bottom enclosure at the dc volt input connector (p4) which has the rust/corrosion and discoloration.

Manufacturer narrative:
The manufacturer previously marked h10 incorrectly. This MDR was not submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints discovered as part of a retrospective remediation review.